Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. The patient stated that they noticed fluid on their floor below the cycler. The patient stated that although the fluid was on the floor below the cycler, there was no fluid noted on or in the cycler. The patient was not sure if the fluid leak occurred from the solution bag or the cassette. The cause of the leak is unknown. Upon follow up, the patient confirmed the reported event. The patient stated that the fluid leak occurred during an unknown phase of their peritoneal dialysis treatment while they were connected. The patient stated that they woke up from completing their dialysis treatment and upon getting up they saw that there was fluid all over there floor. The patient confirmed that no fluid got in or near the cycler and that the fluid had only gotten on their floor. The patient was unable to confirm whether or not the fluid leak came from the cassette or the bag. No other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment on the night of the reported event. The patient confirmed that they have been continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The patient stated that the cassette is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. The patient stated that they noticed fluid on their floor below the cycler. The patient stated that although the fluid was on the floor below the cycler, there was no fluid noted on or in the cycler. The patient was not sure if the fluid leak occurred from the solution bag or the cassette. The cause of the leak is unknown. Upon follow up, the patient confirmed the reported event. The patient stated that the fluid leak occurred during an unknown phase of their peritoneal dialysis treatment while they were connected. The patient stated that they woke up from completing their dialysis treatment and upon getting up they saw that there was fluid all over there floor. The patient confirmed that no fluid got in or near the cycler and that the fluid had only gotten on their floor. The patient was unable to confirm whether or not the fluid leak came from the cassette or the bag. No other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment on the night of the reported event. The patient confirmed that they have been continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The patient stated that the cassette is not available to be returned to the manufacturer for physical evaluation.